Manufacturer narrative:
The covidien field service engineer (fse) received and evaluated the returned o2 sensor, and after tests were performed, the customer complaint of the o2 malfunction could not duplicated. There was no failure found on the returned o2 sensor. A CAPA has been initiated to address the reported issue. (B)(4).

Event description:
Reportedly, during testing, a 'high fio2' alarm occurred and the measured fio2 value was found to be higher than the actual settings. Upon replacing the oxygen sensor, the ventilator worked normally. There was no pt involvement reported.

Manufacturer narrative:
(B)(4).